Manufacturer narrative:
The device was returned to zoll medical italy; the customer's reports were duplicated and attributed to the system board. The system board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, when powered on via ac power the device displayed "system fault code 36", "system fault code 37", "pacer fault 115", "defib fault 85" and "defib disabled" messages. When powered on via battery power, the device had no display. Complainant did not indicate that there was any patient involvement in the reported malfunction.